Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4)implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient had painful and burning sensation at the implant site. The event onset date was (B)(6) 2013. The issue was related to programming and there was a programming issue. Actions taken as a result of the event included reprogramming. The etiology noted as programming/stimulation. The outcome was reported as resolved without sequelae. Relevant medical history included: non-malignant pain failed back surgery syndrome